Manufacturer narrative:
Continuation of d10: product ID m995402a001 serial# (B)(6) product type product ID 97745nt serial# (B)(6) product type medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient and a manufacturer representative (rep). Pt called back in and reported that they were still have issues with their implant. Pt replacement controller was powering off when it was unplugged from the a/c power cord. Pt removed the back cover, and discovered their was no battery pack inserted. Pt did not receive their replacement battery pack. Pt inserted the battery and confirmed recharging excellent and the implant was at 90%. Pt stated that their therapy was not providing effective stimulation. Pt did claim they were hacked. Agent sent an email to the field and to repair requesting a battery pack. The rep reported the patient turned down their intensities and was resolved when they were on phone with patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID m995402a001 (serial: (B)(6)); product type: ; implant date n/a; explant date n/a product ID 97745nt (serial: (B)(6)); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they spoke to rep a few days ago and they told patient to order an entirely new controller and li battery pack. Patient stated they are having huge problems with the controller. Pt reported a message came up in orange to "contact medtronic immediately" but pt did not have any further details of the message. Patient stated the therapy has not been helping for at least 2 to 3 weeks. Patient stated they have been in a lot of pain. Patient stated another time they were trying to charge the ins - the ins battery was in the red and the controller battery completely drained when trying to charge the ins. Patient stated that they sat for 2 hours trying to charge themselves up and it did not charge. Pt stated the ins / therapy has not been helping their pain for the past 2 to 3 weeks. Pt stated they know the therapy is not working. Pt reported a "jolting"sensation in their spine - down their leg, the side of the leg, and into the ankle. On the call patient reported seeing passive recharge mode with numbers 41 low 97 high. Patient reported seeing excellent ch arge quality with the controller at 90% and the implant at 80%. A few seconds later pt is seeing "no device found". Pt was adamant that they think there is a problem with their li battery. Patient services (pss) is sending a request to repair for the li battery and the controller - pss is sending an fyi message to the field rep about pt call. Additional information was received from the rep. Rep stated their colleague saw the patient and everything was working great. Patient called back and stated they hadn't received their package. Agent reached out to previous agent since agent couldn't locate email to repair and patient was also not getting pain relief. Pss reopened the case to send a request to repair team for the controller and the li battery based on rep recommendation. Patient stated they also had a very bad hacking issue and that they were told that the controller could get hacked. Agent reviewed information. Agent redirected patient to their hcp to address the pain issue. See previous cases for replacements.

Event description:
Additional information received from manufacturing representative(rep). Rep reported that they met with patient on (B)(6) 2024 and reprogrammed patient, patient was getting coverage where it was needed. Issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.